Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting the patient was experiencing left hip pain, possible metallosis, and the soft tissues were metal staining. The trunnion appeared quite clean without corrosion. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157856- m2a magnum cup ¿ 438070. 139252 ¿ m2a magnum taper ¿ 709630. 103208 ¿ taperloc stem ¿ 890890. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03930.

Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to metallosis, elevated metal ion levels, pain and implant wear. The head and taper were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.